Event description:
Olympus was informed that the customer visera elite ii video system center has a no image defect, ¿not getting any serial digital interface (sdi) output¿. The customer reported the device was working appropriately and when the scope was removed the image went away. The sdi cable was replaced but still no color bars or image. The reported defect was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
During troubleshoot via telephone, the olympus technical support engineer was able to identify the unit was plugged directly from the sdi out to the ela port on the medical recording (ncare) causing damage to both sdi out ports on the back of the subject device. The investigation is ongoing; however, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was not returned for evaluation. Based on the results of the investigation, it¿s likely the loss of image was, due to the unit being plugged directly from the otv-s200 to the ela port on the ncare, causing damage to both serial digital interface ports on the unit. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.